Manufacturer narrative:
B5: it was further specified that the device was filled to nominal volume (240ml), the flow rate was set to 5ml/hour, and 10ml fluid was left in the device. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor underinfused medication during infusion. The expected infusion time of this device was 48 hours; however, the actual infusion time was 53 hours and fluid also remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.